Event description:
Customer reports via phone that during a urology procedure, the system fluoro failed. Staff brought in a portable c-arm fluoro unit and completed the procedure without further incident. Customer provided no further patient or procedure information, other than to report the patient is fine. No reported injury.

Manufacturer narrative:
Field service engineer (fse) investigated complaint but found that he was able to fluoro and spot with no problems. Fse could not duplicate complaint. Fse checked unit for operation and unit functioned well. Fse checked for proper operation per service checklist using the service manuals. System returned to full service.